Event description:
The initial reporter received a questionable elecsys anti-hbc igm result from one patient sample tested on the cobas 8000 - cobas e 602 module. The reporter complained of low anti-hbc igm sensitivity. On (B)(6) 2025: the initial result of the patient's screening sample was 0.766 (negative). Based on the patient's screening results, the patient has chronic hepatitis b and this was deemed incorrect. On (B)(6) 2025: the repeat result of the patient's screening sample was "negative". The result of the patient's follow-up sample (collected days after the initial patient sample) was 1.950 (positive). Based on the infectious disease physician's clinical assessment, the patient was diagnosed with acute hepatitis b. The unit of measurement was not provided.

Manufacturer narrative:
The serial number of the cobas 8000 - cobas e 602 module is (B)(6). The patient sample is not available for investigation. The investigation is ongoing,

Manufacturer narrative:
The calibration results were within the specified ranges. The qc results were within the specified ranges. The customer's centrifugation settings were inadequate. The alarm trace had sample quality alarms since 08-jan 2025 and a sample foam detection alarm on 11-jan-2025. A reagent issue was not detected, as the calibration and qc results were acceptable; the reagent performs within specification. The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. The specific cause of the event could not be determined.